Event description:
A report was received that the patient had an infection on the ipg site. The patient¿s wound never healed due to the ipg being too superficial. The patient underwent a revision procedure wherein the battery was relocated. The patient was reportedly doing well after the procedure.